Manufacturer narrative:
Photo evaluation completed on (B)(6) 2021. During visual evaluation of the photo provided in this complaint, no apparent damage or visual anomalies were observed on the smooth classic gel 385cc breast implant. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 mentor received two devices photos. The mentor failure analysis lab has received the devices photo for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian asian female who underwent an unspecified breast surgery with a mentor memorygel 385cc silicone prosthesis experienced left sided rupture, and bilateral ptosis post procedure. A physical examination was performed by a physician and rupture was diagnosed. The implant rupture was discovered during the surgery. As a result patient underwent bilateral mastopexy, replacement of right breast implant with smaller breast implant, and replacement of left ruptures implant with smaller implant on (B)(6) 2020. The replacement devices were allergan implants. This report relates to the right prosthesis.